Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use a left ventricular (lv) lead dislodged. Device settings were programmed off, and the lv lead remains in the patient. No patient complications have been reported as a result of this event. The patient is a participant in the adapt response clinical study.

Event description:
It was reported that during interrogation the lv lead could not be detected. It was further reported that the lv lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.